Event description:
On (B)(4) 1014, kci received article, leijnen, michiel md, steenvoorde, pascal md., van doorn, louk p., da costa, s.a., schuttevaer, herman m. Md., van leeuwen, gijs a.m. Md., oskam, jaques md., a non-healing sinus of the lower leg 5 years after vacuum-assisted closure therapy due to a gossypiboma, wounds (2007) ; 19 (8):227-230, that reported that one (1) patient had retained foam, alleged to be v.a.c. Dressing, left in their wound. Five (5) years and ten (10) months after the patient was placed on v.a.c. Therapy and wound healing was complete, the patient presented with a fistula and sinus. Upon examination, foreign bodies, alleged to be v.a.c. Dressing, were removed from the fistula. Pathological examination showed signs of infection. The wound was treated with v.a.c. Therapy. After the wound was nearly closed, "vacuum-assisted closure of therapy was terminated and the wound was treated with 0.2% polyhexamethylene biguanide impregnated antimicrobial dressings to prevent infection and promote final closure of the wound." No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible error. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection of other adverse events. Dressing changes - wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.